Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 cartridge was received with 2 clips loaded and 3 loose clips with no apparent damage. The clips and reload were visually inspected and no defects were observed. The loose clips were manually loaded on a test device for its functionality and the loaded clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed all clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy on (B)(6) 2024 and suture clip was used. During the procedure, when feeding the device and approaching the thread and tried to close it but it wouldn't lock into place with a click. Another like device was used to complete the case. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the number of clips affected during this procedure. = 6 clips in 1 cartridge could not rock into the suture. Was the clip able to fed to the applier or was the clip able to close/hold to the suture?=the clip was not able to close to the suture. Package lot number of the clips? =currently, unknown. Please provide the applier product code and lot number? =the applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier?=there is no an issue with the applier. If yes, please create a product complaint and provide the respective reference number(s). =n/a. What suture type and size was used? = the suture type and size was 3-0 vicryl. - when the event occurred, was the suture placed near the hinge of the clip? =yes. Were you able to lock the clip closed on the suture? =no. If yes, after it closed, was the clip holding securely fixed on the suture?=n/a. Was the applier checked for damaged (jaws straight and aligned)?=>yes, there is no damage withe applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =we regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6).